Event description:
This procedure was performed in (B)(6). The physician inflated the balloon inside the artery, and at 12atm the balloon broke. When the physician retrieved the balloon, only one part of it came out, the other part of the catheter and balloon stayed in the artery. It was necessary to use a snare to retrieve the second part of the balloon.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.